Event description:
Additional information was received that the explanting facility discarded the explanted generator and lead; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient has experienced an increase in seizures recently. The patient was referred for x-rays and to surgeon for generator and lead replacement. It was reported that there was no cause for the high impedance and that the patient was new to the office. Clinic notes dated (B)(6) 2014 note that the patient has experienced a recent worsening in seizures. Clinic notes dated (B)(6) 2015 notes that the seizures were previously well controlled after titration of the vns with exacerbation of seizure frequency over the past 1.5 years related to vns malfunctioning: high impedance on system diagnostics. It was noted that the patient's mother has noted more frequent seizures over the past 1.5 years. It was noted that high impedance (>10,000 ohms) was noted on system diagnostics. Chest x-ray was noted to be normal and it was indicated that a microfracture of the lead could not be ruled out. The patient underwent generator and lead replacement on (B)(6) 2015. The explanted device have not been received for analysis to date.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.